Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged and after receiving low power alerts, pump shut off. Customer unplugged/replugged pump to power source and pump turned on. Reportedly, customer continued charging battery to resolve the issue. Customer¿s blood glucose level was 144-162 mg/dl.